Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty uninterruptible power supply (ups), camera handle, positioning sensor unit (psu), and a polaris spectra system control unit (scu) cable. The faulty parts were replaced. The handle and scu cable were not sent back to the manufacturer for further analysis. The ups analysis showed that there was no physical damage observed. After connecting the batteries, load lamp, battery circuit open switch and on/off switch, the rep would energize the unit and the fans would startup as expected. The battery charging circuit was functioning, and the ac output under load was functioning. After the rep removed the ac input, the unit would switch to run on battery, however, after re-applying the ac input, the unit would not switch back from the battery backup to the ac line input. Additionally, the unit was not sensing the ac input and/or the relay was not switching to the correct state. The psu analysis showed that the unit had experienced excessive wear, with nicks and scratches observed. The laser battery was very low and the laser itself would only light faintly unless the psu was connected to the scu. The psu failed an aak test at .44 mm with a passing threshold of .35 mm. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the camera was fitting loose in its arm and it would power off as soon as it became unplugged. No patient was present during the time of the reported incident.

Manufacturer narrative:
Correction: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.